Event description:
Pt is a right-handed gentleman who sustained a fracture to his left radius and ulna when moving a building in january of this year. At that time, his arm was caught between the house and a jack. He underwent plating of the fracture. The pt recently re-injured the arm while he was pulling an engine from a car. Radiographs revealed healing of the radius with non-union of the ulna with the hardware fractured. The pt was admitted to the hospital for repair of the fracture non-union and removal of the broken hardware.